Event description:
It was reported that error message 41786 appeared. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The device does not reboot beyond system fault 41786. The customer reported issue was confirmed. The cause was traced to a defective printed wire assembly board. The pwa was replaced, and the device then passed all testing.